Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient. (B)(4).

Event description:
A customer contacted baxter's (B)(4) reporting that there was a drop in the level of fluid in her patient line after disconnecting in drain 3 of 4 on the homechoice machine. The technical service representative advised the home patient (hp) to reconnect patient line and explained that the hc machine would pull the solution and any air spaces in the patient line, and push it through the drain line. The hp would continue therapy. During a follow up with the hp to obtain additional information on the reported issue, the hp explained that she was in dwell cycle when she (intentionally) disconnected to go do something, and then upon returning, she found that there was an air pocket in the patient line. Per hp, the issue was resolved with the tsr's help over the phone, and she resumed therapy. Per hp, she did not have any injury or harm as a result of this incident. The hp confirmed that there were no defects on the supplies. The hp is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated at this time. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint for report of air in the patient line was not confirmed in the lab due to a lack of sample. A batch review was performed on the associated lot (h10c19010 ) with no issues noted. Per the complaint information, the patient stated that she intentionally disconnected and when she came back there was air in the line. From a follow up phone call by product surveillance, the patient confirmed that there were no defects on the supplies and was able to continue therapy successfully after this incident. There was not enough data within the complaint information to identify root cause; therefore the root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed should any necessary supplemental information become available.